Manufacturer narrative:
The device was returned to olympus and the following was found during evaluation: the distal end plastic cover has deep dents; the light guide lens is cracked; the bending section cover glue is cracked; the insertion tube has cuts, deep scratches; the light guide tube buckles; the scope connector advanced diagnostics fluid is dry and the wet detection sticker was replaced. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope was submerged in steris revital-ox resert high level disinfectant for 5 days straight. The issue was found during reprocessing. There were no reports of patient harm. Related patient identifiers: (B)(6) and (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user facility. An endoscopic support specialist (ess) was dispatched to provide education and training on proper cleaning of the scopes. The event can be prevented by following the instructions for use: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.